Event description:
It was reported that when a device was used during a lap hernia repair procedure, the device was fired several times before a staple was placed. Opened another device to complete the case. There was no consequence to pt.